Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had issues with the sensor not calibrating and experiencing high blood glucose readings of 470 mg/dl. Customer mentioned that the infusion set was loose. Customer was advised that they will only be able to calibrate if their blood glucose reading was below 400 mg/dl. Customer's blood glucose reading at the time of the call was 270 mg/dl. Customer declined troubleshooting for high blood glucose readings. Customer was advised to call back if the issue continues. No device is being returned.